Manufacturer narrative:
D3: correction h3: one device was returned for repair with complaint that "air in line unresponsive." This device has not been in for service in the review period. Visual/functional testing was performed. The reported problem was duplicated. The cause was from inoperable air detector. Replaced the air detector to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps air in line was unresponsive. Found during testing. No patient harm.